Event description:
During an in clinic follow-up, loss of capture threshold was noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the lead. The patient was stable and will continue to be monitored.